Event description:
It was reported that a patient underwent a gynecological procedure in 2007 to treat pelvic organ prolapse, rectocele, leaky bladder and a weak pelvic floor and a sling was implanted. The patient reports that she has been sick for over 6 years but did not provide specific problems. She recently underwent a colonoscopy for unreported reasons and a white object embedded inside her colon, threads in and out of her colon and a green knot of some kind used to suspend her rectum were seen. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a hemorrhoidectomy due to rectal prolapse, rectocele, and an internal hemorrhoid. The patient experienced severe pain, pus, cyst, and odor. The patient underwent additional surgeries to treat total reconstruction of entire pelvic floor, repairing of rectocele, prolapse, and removal of pieces of mesh out of the patient¿s rectum and vagina. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.